Event description:
Reportedly, valve was explanted after one day. Per the surgeon, this valve was not defective. The patient was reported to be a very difficult patient. The patient had a compression fracture of the vertebral body.

Manufacturer narrative:
Patient had a compression fracture of the vertebral body per the surgeon. This was not device related. Device not returned.